Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have received a no delivery alarm. Customer removed infusion site and found that cannula was bent. Customer's blood glucose was 400 mg/dl. Customer was able to resolve no delivery with infusion set change; customer discarded supplies and was not able to return. Customer was advised that sample infusion sets would be sent.